Event description:
The customer reported that the 7700 system software would not work. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and was unable to duplicate the problem. The system operates as intended.